Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that infusion line was obstructed and error code was displayed before surgery. The surgery was completed on same day. Procedure type was unknown and there was no information about the patient impact.